Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the clinical manager that the device was not accurately reading the urine output.

Event description:
It was reported by the clinical manager that the device was not accurately reading the urine output.

Manufacturer narrative:
The reported issue of the device not recording urine output was confirmed. The root cause of the reported issue was determined to be the transducer not functioning properly. A flow test was ran on the monitor and during the test the check container message appeared on the screen. Originally, the monitor recognized the container. The transducer did not recognize any of the test containers. This was confirmed with a test transducer. With the test transducer the monitor calculated the flow rate and container measurements accurately. The transducer was replaced. The coin cell battery read 3.010 vdc, which was above the minimum operating voltage of 3.0vdc, however was replaced due to age. The monitor was tested per the criticore 2006 series calibration tests and passed. The unit was placed on an eight hour minimum run time test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿warning: the criticore monitor requires special precautions regarding emc and needs to be installed and put into service according to the emc information provided in the following tables. Portable and mobile rf communications equipment may affect the criticore monitor. Warning: the criticore monitor should not be used adjacent to or stacked with other equipment and that if adjacent or stacked use is necessary, the criticore monitor should be observed to verify normal operation in the configuration in which it will be used. Warning: do not immerse or submerge the monitor or turn it upside down when cleaning. Caution: use only heavy-duty alkaline d cell batteries. Do not use rechargeable batteries. Do not incinerate batteries. Recycle or dispose of them properly. Contact bard for disposal information. Caution: improper orientation of the batteries within the battery pack can potentially damage the criticore monitor. Caution: state and federal regulations govern the packaging necessary for return of medical product which may have been contaminated. Refer to local, state and federal regulations when packaging the criticore monitor for return. Caution: there are no user serviceable components inside the criticore monitor. The user should not attempt to repair the criticore monitor. To do so may void the warranty and could result in erroneous monitor readings. Caution: use of cables or sensors other than those specified for use with the criticore monitor, except those sold by bard for use as replacement part or repair components, may result in increased emissions or decreased immunity of the criticore monitor. Caution: the criticore monitor should be recycled properly per european union directive 2002/96/ec on waste electronic and electrical equipment, january 27, 2003. Do not dispose with ordinary municipal waste."